Manufacturer narrative:
Field service engineer (fse) checked system per service checklist qssrwi4.1 and found the image intensifier (ii) did not meet spec and resulted in poor image quality. The customer does not want to repair the system. Fse did not repair, and left the unit as "limited use as noted" to the customer. A review of the complaint tracking system shows no similar image intensifier issues reported on this unit.

Event description:
On (B)(6): customer reports via phone that during an unknown pt procedure (age and gender unknown), the images were blurry and were non diagnostic. The staff brought in a c-arm to complete the procedure. No pt injury to report. On (B)(6): customer reports in regard to the type of procedure being performed and the gender and age of the pt. The exam was a retrograde urography / male with date of birth (B)(6) 1929.